Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be in storage mode. It was noted that the patient had dementia and had been lost to follow-up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that no decisions were made about replacing the device. No additional information is available at this time.